Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The trial patient stated that she has not voided since last night, and she was not feeling the stimulation. Stimulation was upped to 0.8 and she felt it again. She stated that she did not feel any pain or feel like she was backing up with urine but she was a little worried. The patient was advised to speak with their healthcare provider. The reported issue was not resolved at this time of the report. No further patient complications have been reported as a result of this event" in the event description.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a manufacturer representative (rep). It was reported that the patient went to the doctor's office on the day of the report, since they couldn't void, and they used a catheter on the patient. The patient wasn't feeling well so a program change was not made. They were very fatigued. On (B)(6) 2017, it was reported that their spouse helped them catheter and 200 cc came out. On (B)(6) 2017, it was reported that they were doing much better and was voiding on their own, but they had a little pain from self-cathetering.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.